Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to incorrectly interpreting atrial fibrillation with rapid ventricular response. No changes or intervention was reported. The patient was in stable condition.